Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had poor drainage after the operation. The doctor had ruled out a catheter blockage because the patient's intracranial pressure was significantly lower than before the operation. The operation of the pressure regulator found that the valve could not be adjusted. This patient was operated on may 14th, and the hospital was initially pressure-regulated on may 17th. (This pressure regulation was adjusted by the manual pressure regulating tool provided by the distribution dealer. The doctor said that it was adjusted more than 10 times for adjusting the valve position). The doctor who gave the patient surgery contacted the manufacturer representative (rep) on may 25. The rep initially suspected that there might be flocculation precipitate blocking the valve, and the manual pressure regulating tool could not adjust. It was recommended to use the magnet of the electronic pressure regulating tool to rotate between the 0.5-2.5 positions of the valve and pressed the reservoir to open the valve. At the same time, the rep also recommended that the hospital extract the cerebrospinal fluid for testing, because the family members were emotionally excited. The hospital and the patient's family negotiated to re-adjust the pressure on may 28th. Under the rep's guidance, the doctor first used the electronic pressure regulating tool to measure the pressure. The electronic pressure regulating tool could not display the valve position (the sample can be very quickly to use the electronic pressure regulating tool to measure and adjust pressure. The purpose of taking the sample was to guide the doctor to operate. The manual pressure regulating tool was used to measure the patient's valve in the 2.0 gear.) After the magnet through the electronic pressure regulating tool rotated between the valve 0.5-2.5 positions of the valve and pressed the reservoir, the valve could not be adjusted after repeated pressure adjustment. Then the adjustment by the electronic pressure regulating tool was still invalid. On the same day, the hospital informed the patient's family that it was required to pull out the shunt device. The second operation was performed on june 1 where the valve was replaced. The feedback given by the hospital was that the label for the patient's implant report could not be provided, but the rep told the hospital that if there was no product label, it was impossible to confirm and identify that the use product was the manufacturer's product. The feedback from the current department director was that they found the patient implant label, but it was not available now, because the relevant departments of the hospital are negotiating with the patient with the relevant information. Additional information received reported that after the patient had undergone a second operation, their postoperative intracranial pressure decreased which was better than the preoperative status. The reason for the incident was the doctor implanted the wrong valve for the patient. The doctor thought the adjustable valve was implanted at the time, but the valve could not be adjusted after the operation. The x-ray examination of the valve was performed to compare valve development. It was found that a fixed-pressure valve was implanted.